Manufacturer narrative:
The suspect device was not sent to an olympus service center for evaluation. A review of the device history record found no deviations that could have caused or contributed to the lamp not lighting. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the lamp did not light due to wear. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during preparation for use, the subject device did not light at all and the xenon lamp needed to be exchanged. There was no harm or user injury reported due to the event.